Event description:
It was reported that an automated peritoneal dialysis patient experienced shortness of breath and abdominal distension, specified as "stomach is getting bigger" during dwell 1 of 5. The patient was not connected to the homechoice claria device at the time of the events. The caregiver reported that the drain line was closed, causing the machine to go directly into the fill phase. Renal therapy services (rts) instructed the patient to stop therapy and perform a manual drain. It was reported that draining helped with the "resolution of symptoms and improvement in condition¿ and the patient felt a lot better. Rts helped the patient to end therapy and disconnect. Rts advised the patient to contact the pd registered nurse to notify them that the device was programmed incorrectly. The patient stated they will not perform therapy tonight. There was no report of medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.